Manufacturer narrative:
Additional information can be found in section b5.

Event description:
While working on the alinity I processing module to resolve a process path error, the field service engineer's left hand was punctured with a wash zone probe. The individual was seen at a healthcare facility where labs were drawn. The individual was prescribed reydin (antiretroviral for hiv) and metoclopramide (for nausea). Update: the individual was wearing gloves at the time of the event. The individual also reported a little bit of blood in the palm of their hand.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While working on the alinity I processing module to resolve a process path error, the field service engineer's left hand was punctured with a wash zone probe. The individual was seen at a healthcare facility where labs were drawn. The individual was prescribed reydin (antiretroviral for hiv) and metoclopramide (for nausea).

Manufacturer narrative:
Section b5 was updated with additional information. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with related to an injury from the wash zone probe. A review of tracking and trending did not identify an increase in complaint activity for the alinity I processing module, serial number (B)(6) or wash zone probe with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the wash zone probe as it relates to the reported event. Labeling was reviewed and was found to address the reported event. The investigation determined the injury was associated with the actions taken while servicing the analyzer. Based on the investigation, the product performed as intended at the customer site and no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or wash zone probe.

Event description:
While working on the alinity I processing module to resolve a process path error, the field service engineer's left hand was punctured with a wash zone probe. The individual was seen at a healthcare facility where labs were drawn. The individual was prescribed reydin (antiretroviral for hiv) and metoclopramide (for nausea). Update: the individual was wearing gloves at the time of the event. The individual also reported a little bit of blood in the palm of their hand. Update: it was reported that all infection results were negative for the impacted individual.